Manufacturer narrative:
During the testing of the ventilator, it was discovered that voltage measurement was unstable. Bio-med is waiting on the replacement parts, device is under warranty. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: bio-med states that the vent experienced a tf:5507 during a patient ventilation. The patient was not harmed. Device is under parts warranty.

Event description:
Hamilton medical ag received the following incident description: bio-med states that the vent experienced a tf:5507 during a patient ventilation. The patient was not harmed. Device is under parts warranty.

Manufacturer narrative:
During the testing of the ventilator, it was discovered that voltage measurement was unstable. Bio-med is waiting on the replacement parts, device is under warranty.

Event description:
Hamilton medical ag received the following incident description: bio-med states that the vent experienced a tf:5507 during a patient ventilation. The patient was not harmed. Device is under parts warranty.

Manufacturer narrative:
During the testing of the ventilator, it was discovered that voltage measurement was unstable. Bio-med is waiting on the replacement parts, device is under warranty. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.